Event description:
The customer reported that the device jaws would not open after being applied to tissue. Additional resection of tissue around the jaws was needed in order to release the device. There was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.